Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a patient had a trapease vena cava filter implanted. The indication for the procedure was a history of deep vein thrombosis (dvt). The reported information indicates that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates that five years and six months post implantation, the patient became aware that the filter was embedded in the wall of the ivc. The patient also reports to have suffered from a hematoma, dvt, permanent loss of leg movement, loss of the ability to walk, emotional distress and permanent injuries to the leg and heart. The profile also indicated that the patient has had complications from multiple surgeries including the inability to walk, the loss of a leg movement, and permanent injuries to her leg and heart. According to medical records, the patient had a history of deep vein thrombosis (dvt), for which the filter was implanted. The filter was successfully deployed and there were no reported complications during the index procedure. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, deep vein thrombosis, and device occlusion related to clotting, and embedded in the wall do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the patient history, procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. The reported information indicates that the patient has had complications from multiple surgeries including the inability to walk, the loss of a leg movement, and permanent injuries to her leg and heart, without the medical records it is not possible to determine what factors may have contributed to these events. Without knowing the location of the hematoma or when it occurred it is not possible to establish a relationship between the incident and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (r1108110) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-00471 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, and recurrent deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form indicates that the filter was embedded in the wall of the ivc five years and six months post implantation. The patient also reports to have suffered from a hematoma, dvt, permanent loss of leg movement, loss of the ability to walk, emotional distress and permanent injuries to the leg and heart. According to medical records, the patient had a history of deep vein thrombosis (dvt). The filter was successfully deployed and there were no reported complications during the index procedure.